Manufacturer narrative:
(B)(4). Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Sister is calling on behalf of the customer. The customer is concerned with all tests results from the meter memory. The customer's expected fasting blood glucose test result range is 135 - 175 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 140 mg/dl and 159 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/28/2018 and open vial date at time of call is two months. The meter memory was reviewed for previous test result history: 77mg/dl, (B)(6) 2017, 09:39 pm, fasting: yes; 73mg/dl, (B)(6) 2017, 09:30 pm, fasting: yes; 30mg/dl, (B)(6) 2017, 09:12 pm, fasting: yes; 81mg/dl, (B)(6) 2017, 10:30 am, fasting: yes; 68mg/dl, (B)(6) 2017, 10:24 am, fasting: yes. Memory concerns: customer is concern with all these results. (B)(6) (sister) calling states that the meter is not giving correct results.